Manufacturer narrative:
Review of the device history record for the lots in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure based on available information. The reported patient complication is an inherent risk to this type of procedure. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle was used for transseptal puncture during an atrial fibrillation procedure. Following the first successful transseptal puncture with the nrg transseptal needle and agilis steerable sheath under intracardiac echocardiography (ice), a second transseptal puncture was attempted. During the second attempt, a second agilis steerable sheath was used with the same nrg transseptal needle. After several attempts to obtain good contact of the sheath/needle assembly with the septum for puncture, a pericardial effusion was observed on ice. The patient was monitored for approximately 25 minutes on ice and the patient's blood pressure remained stable and the effusion was not observed to increase. No intervention was required; however, the physician decided to abort the procedure. This report is being submitted as the baylis medical device was among the devices used during the procedure.